Event description:
It was reported that when a new backup battery was inserted into the controller, the power module displayed two messages, "backup battery expired" and "replace backup battery in 22 months." A new backup battery was used, but the issues occurred again. The system controller was exchanged which resolved the issue. The patient was stable throughout the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log file downloaded from the returned system controller (serial number: (B)(6)); however, the alarm was not reproduced during testing. The log file captured data from the timestamps of 01jan2000, 13jan2022, and 17jan2022; timestamps of 01jan2000 occurred when the system controller clock was not set. The driveline was not connected to the controller throughout the log file. From three seconds after initially powering the controller on to 12:52:13 on 17jun2022, the log file captured an intermittent backup battery fault alarm due to a backup battery circuit fault. The backup battery was disconnected and reconnected multiple times, however, the alarm continued to intermittently activate. The reported event of the system monitor alternately displaying "backup battery expired - replace" and "replace backup battery in 22 months" was not confirmed. The log file did not capture any backup battery expired alarms. The "replace backup battery in 22 months" does not indicate any issues with the system because the system monitor displays the number of months until backup battery expiration by design. The serial numbers of the backup batteries in use during the event are unknown, therefore, the expiration date of the batteries could not be confirmed. The system controller was tested with a test backup battery due to being returned without a backup battery. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The system controller functioned as intended during analysis. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The system controller, serial number (B)(6), was shipped to the customer on 31mar2022. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 IFU section 2 ¿system operations¿ explain how to replace the running system controller with a backup controller. Section 2 of the IFU also explains how to replace the system controller backup battery. Section 5 of the IFU, entitled "surgical procedures" also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook section 10 and heartmate 3 IFU section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate 3 patient handbook caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.